Manufacturer narrative:
The reported event of a blade falling out of place during use was not confirmed by a manufacturer repair technician during device evaluation. The handpiece functioned normally during failure analysis and simulated use testing. Additionally, microscopic examination of the blade mount assembly did not reveal any evidence that blades were not being held properly. The user facility was contacted for additional information including what blade was used at the time of the failure but no information was provided. The handpiece was returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility the device would not retain a blade. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.